Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope insertion part was meandering. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that a foreign object was in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was unable to be confirmed. Upon further inspection, it was observed that a foreign object was clogging the nozzle. Due to this clog, the draining function was reduced. This finding was due to insufficient cleaning of the scope. It was observed that the bending angle was insufficient due to the elongation of the angle wire. It was also observed that there were wrinkles in the insertion tube due to external factors. It was observed that the adhesive of the curved rubber was cloudy and missing. Discoloration was observed on the operation part. Lastly, scratches were observed on the following unit components due to external factors: insertion tube, operational part, switch box, operation unit cover, up and down knob, up and down angle fixing lever, right and left knob, the grip, universal cord, on the scope connector side of the universal cord, scope connector, scope connector cover, right-left angle fixing knob and on the operation side of the oredome and universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. There were abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The endoscope was immersed in the detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope]. - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. -inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.